Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004; t510-25h valve, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion secondary to high outputs. Both the ra lead and ipg remain in use. No patient complications have been reported as a result of this event.